Manufacturer narrative:
The returned rod was found broken at one end. No defect was found at the level of the breakage. The steps in the section are suggesting an over-loading while a portion of the section is typical of metal fatigue due to cyclic bending loads. In addition, the review of the post-breakage x-rays shows a long lever arm between the breakage and the next connected screw (level l3 has been skipped). This kind of configuration can amplify the bending loads stressing the rod. This suggests that the spinal rod had first some fatigue damaging of the metal due to the bending loads. In second step and over-load has led to the breakage of the rod. The over-loading can be linked to the "sudden movement" reported by the customer. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that the patient underwent an unspecified spinal fusion to correct thoracolumbar scoliosis using posterior fixation. Approximately 2 months post-op, one of the rods broke. The health care professional reports that the breakage was due to a patient fall. The patient underwent a revision surgery to replace the broken rod.